Event description:
Philips received a complaint by the customer on the v60 indicating that an error code 1007 "machine and proximal pressure sensors failed" message occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and the customer confirmed that unit is giving error code 1007, reporting that the unit was giving backup alarm error. He informed that he removed the speaker cable and plugged it back in and not getting error code 1007. The rse troubleshot with customer and informed him to check data acquisition (da) to motor controller (mc) cable connection. The customer was also informed to make sure that the mc board is seated properly, along with da board. If everything seems to be seated properly, suggested to replace da to mc cable and if that doesn't work, to replace the da board. Customer requested part number for each. The rse provided the customer with the requested part numbers.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.